Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please inform the product code and lot number. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and sutures were used. During the procedure, the suture was breaking. The suture snapped at the metal contact. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please inform the product code and lot number? No further information is available from the hospital.